Event description:
Revision surgery was performed due to the patient fell and began having pain in the right knee. X-ray revealed that the supracondylar fracture had healed; however, the im nail had migrated, impinging against the tibal spine and the two distal locking screws were fractured. The patient underwent removal of the internal fixation device, distal right femur and right tka.